Event description:
It was reported that(1) device was used during a laparoscopic hernia repair. It was reported by the affiliate that the ems instrument clips will not close. Another instrument was used to complete the case. There was no consequence to the pt.